Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation thus we are unable to determine if it is a teleflex product. None the less, teleflex will continue to monitor and trend related events.

Event description:
Is there anyone else I can contact to get more information on the horizon titanium ligating clips, such as the grade of pure elemental titanium, as those do have a small percentage of other elements such as iron, hydrogen, carbon, nitrogen and oxygen. That is for grades 1-4 pure titanium. If it is a higher grade(alloy), it could have palladium , nickel or mylobdenum. This is very concerning to me as I have a lot of these clips in me and have been experiencing chronic pain in the areas of the clips along with a rash and intense itching. I'm working with my doctor's to get this figured out and we need as much information about these clips as possible so we know what to test to see if it is a hypersensitivity reaction.

Event description:
Is there anyone else I can contact to get more information on the horizon titanium ligating clips, such as the grade of pure elemental titanium, as those do have a small percentage of other elements such as iron, hydrogen, carbon, nitrogen and oxygen. That is for grades 1-4 pure titanium. If it is a higher grade(alloy), it could have palladium , nickel or mylobdenum. This is very concerning to me as I have a lot of these clips in me and have been experiencing chronic pain in the areas of the clips along with a rash and intense itching. I'm working with my doctor's to get this figured out and we need as much information about these clips as possible so we know what to test to see if it is a hypersensitivity reaction.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.